Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output following electrocautery where the patient went asystolic and a temporary pacemaker had to be implanted.